Event description:
Device #2 malfunction: none. Symptoms/ae: thrombosis. Time of symptoms/ae: post stent procedure. It was reported that on (B) (6) 2010, three xience v stents were implanted in the moderately tortuous and heavily calcified proximal, mid and distal left anterior descending artery (lad). On (B) (6) 2010, the pt was taken to the hospital in shock. Thrombosis was diagnosed and a thrombectomy was performed along with several balloon inflations. Flow was recovered. One of the stents (specific xience stent unk) was not sufficiently expanded; therefore, coronary-artery bypass surgery was performed successfully. Reportedly, the pt is in good condition with no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). The xience v (1009542-23/(B) (4)) mentioned is being reported under MFR# 2024168-2010-00395. The xience v (1009539-18/(B) (4)) is being reported under a separate MFR#.